Event description:
Resistance was encountered as the coil was advanced in the introducer sheath towards the micro-catheter and inside the microcatheter. The pusher wire broke off at the middle of the wire. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided continuous flush was not set up and the microcatheter with internal diameter 0.021in was used for the procedure. The directions for use (dfu) state: 'target coils are compatible with boston scientific 2-tip marker microcatheters (min. Internal diameter 0.41mm [0.016in]): excelsior sl-10, 2-tip marker (internal diameter 0.42mm [0.0165in]) microcatheter tracker excel-14, 2-tip marker (internal diameter 0.43mm [0.017in]) microcatheter excelsior 1018, 2-tip marker (internal diameter 0.48mm [0.019in]) microcatheter.' It is most likely that the usage of an incompatible microcatheter and insufficient flush caused the difficulties encountered in advancing the coil through the microcatheter, which resulted in the pusher wire breakage. Therefore, a root cause of user/use error has been assigned to the reported event.